Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unknown numbers of the unspecified access sets had separation issues between the tubing and the lowest y-site. It was further reported that during infusions of unspecified oncology drugs. The oncologic solution will "wear the resin" of the tubing causing the tubing to disconnect from the clearlink luer activated device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.